Event description:
The complainant reported that a patient experiencing acute myocardial infarction and cardiogenic shock was implanted with an impella cp device to provide mechanical circulatory support. While under impella support, the patient experienced ischemia and hematuria. An angiogram of the right leg was performed during the placement of the pump, revealing an absence of pump flow. A femoral-femoral bypass was established, and the impella device was secured and sutured in place. Furthermore, on the first day of support, the patient exhibited dark red urine. Additional information indicated that a vascular surgeon was consulted for cold right foot post impella removal. Vascular ultrasound of leg was completed and no clot or acute injury was found. The surgeon mentioned that there was horrible chronic arterial disease in lower leg. The patient subsequently required a right below-knee amputation (bka). The surgeon indicated that low cardiac output, underlying chronic peripheral vascular disease (pvd), and the presence of a femoral arterial sheath may have contributed to the need for bka. Discussion with the implanting cardiologist revealed his opinion that chronic pvd was the primary contributing factor. The physician further noted that the femoral¿femoral bypass graft he placed demonstrated good flow distal to the antegrade sheath.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.